Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration / migration of essure device location of device: unknown / essure implant migration in the right fallopian tube') in a 28-year-old female patient who had essure (batch no. C51080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included discomfort and perineal pain. Previously administered products included for an unreported indication: mirena. Concurrent conditions included hypertension since october 2017. Concomitant products included amlodipine since october 2017, codeine phosphate;paracetamol (tylenol with codeine no.3) since 2015 to august 2018, fluoxetine hydrochloride (prozac) from october 2017 to august 2018, fluoxetine from october 2017 to august 2018 and ibuprofen from october 2017 to august 2018. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 years 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pelvic pain / pain pelvic area"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)"), menorrhagia ("abnormal bleeding (menorrhagia)"), menstrual disorder ("menstruation issues"), depression ("depression"), anxiety ("mental anguish") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy, diagnostic laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, dysmenorrhoea, vaginal haemorrhage, menorrhagia, menstrual disorder, depression, anxiety and fatigue outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure device was successfully occluded. Total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received : case became medically confirmed. Lot number added. Reporter and patient demographics were added. Medical history, laboratory data, concomitant drugs were added. Updated suspect drug indication. New events - vaginal bleeding, menorrhagia, depression, mental anguish, dysmenorrhea (cramping) and fatigue added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration / migration of essure device location of device: unknown / essure implant migration in the right fallopian tube') in a 28-year-old female patient who had essure (batch no. C51080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included discomfort and perineal pain. Previously administered products included for an unreported indication: mirena. Concurrent conditions included hypertension since (B)(6) 2017. Concomitant products included amlodipine since (B)(6) 2017, codeine phosphate;paracetamol (tylenol with codeine no.3) since 2015 to (B)(6) 2018, fluoxetine hydrochloride (prozac) from (B)(6) 2017 to (B)(6) 2018, fluoxetine from october 2017 to (B)(6) 2018 and ibuprofen from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 years 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pelvic pain / pain pelvic area"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)"), menorrhagia ("abnormal bleeding (menorrhagia)"), menstrual disorder ("menstruation issues"), depression ("depression"), anxiety ("mental anguish") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy, diagnostic laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, dysmenorrhoea, vaginal haemorrhage, menorrhagia, menstrual disorder, depression, anxiety and fatigue outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure device was successfully occluded. Total bilateral occlusion. Batch no: c51080 production date : 2014-04-28, expiration date : 2017-04-30 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc (product technical complaint) incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration / migration of essure device location of device: unknown / essure implant migration in the right fallopian tube, migration') in a 28-year-old female patient who had essure (batch no. C51080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included discomfort, perineal pain, asthma, benign essential hypertension, carpal tunnel syndrome, depression, low back pain, migraine headache, morbid obesity, postpartum depression, gravida ii, parity 2, pregnancy, chlamydia trachomatis infection, d & c, c-section, penicillin allergy, throat swelling, iron deficiency and leg operation. Previously administered products included for an unreported indication: mirena. Concurrent conditions included hypertension since (B)(6) 2017. Concomitant products included amlodipine since (B)(6) 2017, codeine phosphate;paracetamol (tylex) since 2015 to (B)(6) 2018, fluoxetine hydrochloride (prozac) from (B)(6) 2017 to (B)(6) 2018, fluoxetine from (B)(6) 2017 to (B)(6) 2018, ibuprofen from (B)(6) 2017 to (B)(6) 2018, lisinopril, naproxen, norethisterone (nora-be), salbutamol and sertraline. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 years 1 month after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed (interpreted as general abnormal bleeding)"), pelvic pain ("pelvic pain / pain pelvic area, pelvic, chronic pain,"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), menstrual disorder ("menstruation issues"), depression ("depression, psych injury"), anxiety ("mental anguish"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with hydrocodone bitartrate;paracetamol (norco) and surgery (bilateral salpingectomy, diagnostic laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, vaginal haemorrhage, heavy menstrual bleeding, menstrual disorder, depression, anxiety and fatigue outcome was unknown and the genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain and back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, heavy menstrual bleeding, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea(cramping), back pain, genital bleeding, psych injury, migration. Left: 1 coil, right: 1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure device was successfully occluded. Total bilateral occlusion. Batch no: c51080 production date : 2014-04-28, expiration date : 2017-04-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-may-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration / migration of essure device location of device: unknown / essure implant migration in the right fallopian tube, migration') in a 28-year-old female patient who had essure (batch no. C51080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included discomfort, perineal pain, asthma, benign essential hypertension, carpal tunnel syndrome, depression, low back pain, migraine headache, morbid obesity, postpartum depression, gravida ii, parity 2, pregnancy, chlamydia trachomatis infection, d & c, c-section, penicillin allergy, throat swelling, iron deficiency and leg operation. Previously administered products included for an unreported indication: mirena. Concurrent conditions included hypertension since (B)(6) 2017. Concomitant products included amlodipine since (B)(6) 2017, codeine phosphate; paracetamol (tylex) since 2015 to (B)(6) 2018, fluoxetine hydrochloride (prozac) from (B)(6) 2017 to (B)(6) 2018, fluoxetine from (B)(6) 2017 to (B)(6) 2018, ibuprofen from (B)(6) 2017 to (B)(6) 2018, lisinopril, naproxen, norethisterone (nora-be), salbutamol and sertraline. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 years 1 month after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed (interpreted as general abnormal bleeding)"), pelvic pain ("pelvic pain / pain pelvic area, pelvic, chronic pain,"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), menstrual disorder ("menstruation issues"), depression ("depression, psych injury"), anxiety ("mental anguish"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with hydrocodone bitartrate;paracetamol (norco) and surgery (bilateral salpingectomy, diagnostic laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, vaginal haemorrhage, heavy menstrual bleeding, menstrual disorder, depression, anxiety and fatigue outcome was unknown and the genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain and back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, heavy menstrual bleeding, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea(cramping), back pain, genital bleeding, psych injury, migration. Left: 1 coil, right: 1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure device was successfully occluded. Total bilateral occlusion. Batch no: c51080, production date : 2014-04-28, expiration date : 2017-04-30. Most recent follow-up information incorporated above includes: on 11-may-2021: mr received. Reporter information, patient medical history, concomitant medications, rcc added. Event genital haemorrhage seriousness criteria updated as non-serious. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain") and menstrual disorder ("menstruation issues"). At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure device was successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain") and menstrual disorder ("menstruation issues"). At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration / migration of essure device location of device: unknown / essure implant migration in the right fallopian tube, migration') and genital haemorrhage ('gen. Abnorm. Bleed (interpreted as general abnormal bleeding)') in a 28-year-old female patient who had essure (batch no. C51080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included discomfort and perineal pain. Previously administered products included for an unreported indication: mirena. Concurrent conditions included hypertension since october 2017. Concomitant products included amlodipine since october 2017, codeine phosphate;paracetamol (tylenol with codeine no.3) since 2015 to august 2018, fluoxetine hydrochloride (prozac) from october 2017 to august 2018, fluoxetine from october 2017 to august 2018 and ibuprofen from october 2017 to august 2018. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 years 1 month after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain / pain pelvic area, pelvic, chronic pain,"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)"), menorrhagia ("abnormal bleeding (menorrhagia)"), menstrual disorder ("menstruation issues"), depression ("depression, psych injury"), anxiety ("mental anguish"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (bilateral salpingectomy, diagnostic laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, menstrual disorder, depression, anxiety and fatigue outcome was unknown and the genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain and back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea(cramping), back pain, genital bleeding, psych injury, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure device was successfully occluded. Total bilateral occlusion. Batch no: c51080 production date : 2014-04-28, expiration date : 2017-04-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received : events abdominal pain, back pain, general abnormal bleeding added. Outcome added for event pelvic pain and dysmenorrhea. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.